Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probe 4 and reagent 4 probe drain. The cse auto-aligned reagent probe 4 and ran a quick check, which passed. The cse then ran service methods for server 2, and sample 2 probe failed. The cse aligned sample probe 2, after which all testing passed. The cse adjusted the bottom of cuvette for sample probe 2 and auto aligned. The cse performed precision testing and patient correlation between instruments, all of which were acceptable. Quality controls were run, resulting within range. The cause of the discordant, falsely low calcium results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physicians(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.